Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The alarm occurred during normal use. The customer did not press any button for more than three minutes. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected restart error noted during testing or found at the pump history files. Unit failed leak test; leaked at a crack on the back of the case and the battery tube threads. However, all buttons are responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.